Manufacturer narrative:
H3: two samples of bivona tubes neo/ped flextend plus from p/n 60pfs50 l/n 3702475 were received; one in new condition inside its closed original packaging and one in used condition, without its original packaging and with its certificate of safe handling. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that there was flash at the partition line of the units. Flash was measured using an optical comparator. The result was 0.007", this result is over 0.005" which is the minimum acceptable. Based on the test, the units are out of specification. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. The reported "uneven cannula surface" was able to be duplicated. The most probable root cause for this issue is that flash from the molding process was not detected during the 100% visual inspection after the cryogenic process and during the assembly process.

Event description:
The surface on a cannula of a smiths medical tracheostomy was reported to be uneven. No adverse effects reported.